Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release stent was used during a bronchoscopy with stent placement procedure in the trachea performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant 1-2cm lesion in the trachea. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician began to deploy the stent; however, the deployment string appeared to be caught on the distal end of the stent. The stent was removed from the patient partially deployed. The procedure was completed with another an ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.